Manufacturer narrative:
E1: patient city: (B)(6). Patient country: portugal.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The patient received treatment with pen injection and the event lasted for less than one hour, and it subsequently resolved. The cause of the event was not known. No further information is available.